Manufacturer narrative:
1. Review of production process: the batch production records and finished product release inspection reports for the subject batch were traced. No abnormalities were identified during either production or finished product inspection. The company also immediately arranged an audit of the in-process batches, and no instances of reverse installation of safety shields were found. 2. Retained sample testing: twenty retained samples of safety needle holders with batch number 251215 (specification: n/a) were sampled. Visual inspection was performed on each unit individually. All safety shields were installed in the correct orientation; no reverse assembly was observed. 3. Root cause analysis: based on the above investigation results and photos provided by the customer, it is concluded that during the manual assembly stage of batch 251215, individual assembly operators misidentified the front and back orientation of the product. Momentary workers negligence resulted in a small number of safety shields being assembled backwards.

Event description:
The safety mechanism device of the product was installed in reverse, resulting in bent needles point and failed needle locking. Please conduct an investigation.